Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. In response, cts arranged to replace the pump and provided instructions on storage mode and the return process. The customer was advised on backup therapy using mdi and will receive a replacement pump without signature required for delivery.